Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/03/2020. Additional h3 investigation summary: an empty winding former, a paper lid, a detached needle and a suture piece of product code v2920h, lot pgbbrgt0 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The edge of the barrel hole could be observed with marks due to use of a surgical instrument and a suture piece was noted still attached to needle. The suture piece was received with body fluids and only a section of the suture, the end was noted cut appears to be by use of a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance pull off suture needle is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. It was reported that the suture strand pulled off needle as needle holder was used to get suture ready for skin closure. Another like suture was used to complete the procedure. There were no patient consequences reported.